Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported issue. The fsr rearranged the probes and it was determined that the user facility had placed the probe in the wrong channel on the temperature module. Verification/release testing was preformed successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the venous temperature value was not displaying on the central control monitor (ccm) after changing out the temperature sensor cable. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.